Manufacturer narrative:
(B)(6). PMA/510(k)#: p100022/s001. Reference also related report # 3001845648-2016-00366. This investigation relates to 1 x ziv6-35-125-7.0-120-ptx stent of lot number c777751. The ziv6-35-125-7.0-120-ptx stent of lot number c777751 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. There is no imaging available to support the complaint investigation. According to the information provided, restenosis was confirmed at the lesion where the device was placed. Then, pta and thrombolysis were performed and the patient recovered. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Available information stated that the patient had pre-existing conditions including: coronary artery disease, carotid disease, hypertension, diabetes and current smoker. Worsen claudication, worsen rutherford and rest pain were also observed. It can be noted that worsen claudication, worsen rutherford and rest pain symptoms indicate progression of peripheral artery disease and can be associated with the restenosis process. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It may be noted that surface of the zilver ptx stent is coated with the drug (paclitaxel) to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however as no imaging was available, a definitive root cause of this event cannot be determined. It may be noted that as per the package insert, restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. According to the information provided, pta and thrombolysis were performed and the patient recovered. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
On (B)(6) 2012: ziv6-35-125-7.0-120-ptx/ c777751 x1 + ziv6-35-125-6.0-120-ptx/ c779527 x1 were placed in the left sfa. On (B)(6) 2016: 100% restenosis was confirmed in the lesion. ("Worsen claudication, worsen rutherford and rest pain" were observed.) Then, pta and thrombolysis were performed and the patient recovered. Reference also related report # 3001845648-2016-00366.

Manufacturer narrative:
User facility contact details provided: (B)(4). PMA/510(k)#: p100022/s001. Reference also related report # 3001845648-2016-00366. This investigation relates to 1 x ziv6-35-125-7.0-120-ptx stent of lot number c777751. The ziv6-35-125-7.0-120-ptx stent of lot number c777751 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Available information stated that the patient had pre-existing conditions including: coronary artery disease, carotid disease, hypertension, diabetes and current smoker. Worsen claudication, worsen rutherford and rest pain were also observed. It can be noted that worsen claudication, worsen rutherford and rest pain symptoms indicate progression of peripheral artery disease and can be associated with the restenosis process. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: implantation angiography and secondary intervention angiography performed four years later are provided along with the complaint report. The target lesion was 27 cm long left sfa occlusion. The occlusion occurred in an sfa previously stented with four overlapping smart stents. Total stented length was 28 cm. Only the proximal most one centimeter of the stented segment was patent. The left profunda femoral vein originated from the proximal sfa through two trunks. The larger more inferior trunk was jailed by the most superior smart stent but remained patent and kept the first centimeter of the stented segment patent. Inflow was limited by diffuse moderate stenosis proximal to and within a left external iliac artery (eia) stent. The distal reference vessel diameter of the left popliteal artery (pa) was 3.5 mm. Runoff was limited to the posterior tibial artery (pta) which was patent to the distal calf. It was not imaged beyond the distal calf. Based on the measured diameter, the proximal zilver ptx stent was the 7 x 120 mm stent. This was implanted to primarily treat proximal smart stent neointimal hyperplasia revealed after thrombectomy. The zilver stent did extend slightly more superior than the smart stents. In doing so it jailed the proximal profunda femoral artery trunk. Atherosclerotic plaque in the proximal sfa constrained the proximal stent end to 4.4 mm. The 6 x 120 mm zilver ptx stent was implanted from the distal end of the smart stents into the above knee pa. 3.5 cm of the stent overlapped inside the smart stent while the remaining stent eliminated a distal sfa proximal pa stenosis. The mid sfa smart stents remained 40% narrowed by neointimal hyperplasia. Angiography on the right demonstrated diffuse severe atherosclerotic disease treated by stents narrowed by neointimal hyperplasia. At four years the entire stented segment was occluded however the occlusion began in the mid left common femoral artery, 16 mm superior the zilver ptx. Inflow was limited. The procedure was performed through an antegrade left cfa sheath. Injection of this sheath easily flowed retrograde up the left eia stent. The visualized portion of this non-study eia stent was moderate to severely narrow from neointimal hyperplasia. The ease at which retrograde flow occurred indicated an even more severe stenosis further upstream. The distal sfa ptx stent was lined by persistent filling defects most consistent with a combination of acute thrombus that could not be eliminated and neointimal hyperplasia. The stent was mildly twisted in two spots. One twist had been present since implantation but had slightly worsened. These did not compromise lumen integrity. After thrombectomy, no significant neointimal hyperplasia was uncovered in the proximal sfa stent. A significant amount of effort was spent attempting to suction a cfa filling defect that initially was proximal the stents and then eventually displaced into the stent. This filling defect was never eliminated on the provided imaging. Outflow disease had significantly progressed with the pa inferior the stents diffusedly narrowed to between 1.5-2 mm and progressive diffuse severe stenosis of the posterior tibial artery. Impression: the entire stented segment likely thrombosed primarily from a new left cfa stenosis just proximal the stents. A filling defect liberated from this lesion could not be eliminated indicating that it either was atheromatous plaque or mature thrombus. If the occlusion was primarily secondary to stent thrombosis, the profunda trunk jailed by the proximal ptx would have maintained proximal ptx stent patency. The zilver ptx stents demonstrated no greater than mild neointimal hyperplasia. The distal stent demonstrated two focal areas of mild twist that did not compromise lumen integrity. Given its position in the pa on the distal end of a completely stented sfa, some twisting was not unusual. Stent patency was challenged by the inflow and outflow limitations, the overall severity of atherosclerotic disease, the preexisting stents, the length of the stented segment, pre-existing neointimal hyperplasia, and reported continued tobacco abuse. Given the magnitude of the challenges, it is more surprising the stents did not thrombose much sooner. Significant findings relative to the patient's anatomy were observed. Both inflow and outflow were severely limited. Significant findings relative to the disease state were observed. Overall atherosclerotic burden was severe. Continued tobacco abuse was reported. Significant findings relative to the use of the device were observed. The ptx stents were implanted in four preexisting and subsequently thrombosed smart stents spanning the entire sf a. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was observed. The occlusion was primarily on the basis of a new stenosis in the left cfa that developed proximal the stents. It may be noted that a discrepancy was noted in the stent size reported initially and then reported by the independent reviewer. A email requiring clarification was received, and the investigation was updated with the new imaging review revision, referenced above. Clarification regarding the nature of the occlusion was requested and the following information was provided from the independent reviewer: ¿the stent was filled with thrombus primarily. The reason it was thrombosed was a severe stenosis of the common femoral artery just proximal to the stent. All occlusions have some degree of thrombus inside even if it's just a string. The stenosis proximal slowed blood flow enough that it eventually thrombosed. Chronic occlusions are solid only because the thrombus has matured. Thrombus turns into fibrotic tissue beginning at four weeks.¿ based on the above imaging review, the customer complaint of occlusion primarily due to thrombosis was confirmed. The below list indicates potential risk factors that can generally contribute to the thrombosis event: - patient factors: history of coagulopathy/prior thrombosis (e.g., dvt). Diabetes, especially if poorly controlled. Cancer/chemotherapy. Advanced age. Obesity, hyperlipidemia, hypertension. Smoking. - lesion factors: long lesion, small vessel diameter, severe calcification. Lesion totally occluded prior to stent placement. Placement for in stent restenosis. - procedure factors: residual inflow, outflow, or in-segment stenosis or dissection. Poor run off (i.e., beyond trifurcation). - medication factors: inadequate procedural heparinization. Inadequate loading dose of antiplatelet (ticlopidine or clopidogrel). Inadequate dapt prescribed. Non-responder to the apt, or non-compliant with prescribe regimen. It is known that the patient had the risk factors of hypertension, diabetes and is a current smoker. These may have contributed to the thrombosis event. In addition according to the independent reviewer stent patency was challenged by the inflow and outflow limitations, the overall severity of atherosclerotic disease, the preexisting stents, the length of the stented segment, pre-existing neointimal hyperplasia, and reported continued tobacco abuse. Based on the above it can be therefore stated that it is very unlikely that the reported occlusion could have occurred due to zilver ptx malfunction, however the definite root cause cannot be determined. As per the packaging insert, arterial thrombosis is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided, pta and thrombolysis were performed and the patient recovered. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt of updated information about date of treatment. On (B)(6) 2012: ziv6-35-125-7.0-120-ptx/ c777751 x1 + ziv6-35-125-6.0-120-ptx/ c779527 x1 were placed in the left sfa. On (B)(6) 2016: 100% restenosis was confirmed in the lesion. ("Worsen claudication, worsen rutherford and rest pain" were observed.) On (B)(6)2016: then, pta and thrombolysis were performed and the patient recovered. Initial report details: on (B)(6) 2012: ziv6-35-125-7.0-120-ptx/ c777751 x 1 + ziv6-35-125-6.0-120-ptx/ c779527 x 1 were placed in the left sfa. On (B)(6) 2016: 100% restenosis was confirmed in the lesion. ("Worsen claudication, worsen rutherford and rest pain" were observed.) Then, pta and thrombolysis were performed and the patient recovered. Reference also related report # 3001845648-2016-00366.

Manufacturer narrative:
(B)(4). PMA/510(k)#: p100022/s001. Reference also related report # 3001845648-2016-00366. This investigation relates to 1 x ziv6-35-125-7.0-120-ptx stent of lot number c777751. The ziv6-35-125-7.0-120-ptx stent of lot number c777751 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Available information stated that the patient had pre-existing conditions including: coronary artery disease, carotid disease, hypertension, diabetes and current smoker. Worsen claudication, worsen rutherford and rest pain were also observed. It can be noted that worsen claudication, worsen rutherford and rest pain symptoms indicate progression of peripheral artery disease and can be associated with the restenosis process. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: implantation angiography and secondary intervention angiography performed four years later are provided along with the complaint report. The target lesion was 27 cm long left sfa occlusion. The occlusion occurred in an sfa previously stented with four overlapping smart stents. Total stented length was 28 cm. Only the proximal most one centimeter of the stented segment was patent. The left profunda femoral vein originated from the proximal sfa through two trunks. The larger more inferior trunk was jailed by the most superior smart stent but remained patent and kept the first centimeter of the stented segment patent. Inflow was limited by diffuse moderate stenosis proximal to and within a left external iliac artery (eia) stent. The distal reference vessel diameter of the left popliteal artery (pa) was 3.s mm. Runoff was limited to the posterior tibial artery (pta) which was patent to the distal calf. It was not imaged beyond the distal calf. Based on the measured diameter, the proximal zilver ptx stent was the 7 x 100 mm stent. This was implanted to primarily treat proximal smart stent neointimal hyperplasia revealed after thrombectomy. The zilver stent did extend slightly more superior than the smart stents. In doing so it jailed the proximal profunda femoral artery trunk. Atherosclerotic plaque in the proximal sfa constrained the proximal stent end to 4.4 mm. The 6 x 100 mm zilver ptx stent was implanted from the distal end of the smart stents into the above knee pa. 3.5 cm of the stent overlapped inside the smart stent while the remaining stent eliminated a distal sfa proximal pa stenosis. The mid sfa smart stents remained 40% narrowed by neointimal hyperplasia. Angiography on the right demonstrated diffuse severe atherosclerotic disease treated by stents narrowed by neointimal hyperplasia. At four years the entire stented segment was occluded however the occlusion began in the mid left common femoral artery, 16 mm superior the zilver ptx. Inflow was limited. The procedure was performed through an antegrade left cfa sheath. Injection of this sheath easily flowed retrograde up the left eia stent. The visualized portion of this non-study eia stent was moderate to severely narrow from neointimal hyperplasia. The ease at which retrograde flow occurred indicated an even more severe stenosis further upstream. The distal sfa ptx stent was lined by persistent filling defects most consistent with a combination of acute thrombus that could not be eliminated and neointimal hyperplasia. The stent was mildly twisted in two spots. One twist had been present since implantation but had slightly worsened. These did not compromise lumen integrity. After thrombectomy, no significant neointimal hyperplasia was uncovered in the proximal sfa stent. A significant amount of effort was spent attempting to suction a cfa filling defect that initially was proximal the stents and then eventually displaced into the stent. This filling defect was never eliminated on the provided imaging. Outflow disease had significantly progressed with the pa inferior the stents diffusedly narrowed to between 1.5-2 mm and progressive diffuse severe stenosis of the posterior tibial artery. Impression: the entire stented segment likely thrombosed primarily from a new left cfa stenosis just proximal the stents. A filling defect liberated from this lesion could not be eliminated indicating that it either was atheromatous plaque or mature thrombus. If the occlusion was primarily secondary to stent thrombosis, the profunda trunk jailed by the proximal ptx would have maintained proximal ptx stent patency. The zilver ptx stents demonstrated no greater than mild neointimal hyperplasia. The distal stent demonstrated two focal areas of mild twist that did not compromise lumen integrity. Given its position in the pa on the distal end of a completely stented sfa, some twisting was not unusual. Stent patency was challenged by the inflow and outflow limitations, the overall severity of atherosclerotic disease, the preexisting stents, the length of the stented segment, pre-existing neointimal hyperplasia, and reported continued tobacco abuse. Given the magnitude of the challenges, it is more surprising the stents did not thrombose much sooner. Significant findings relative to the patient's anatomy were observed. Both inflow and outflow were severely limited. Significant findings relative to the disease state were observed. Overall atherosclerotic burden was severe. Continued tobacco abuse was reported. Significant findings relative to the use of the device were observed. The ptx stents were implanted in four preexisting and subsequently thrombosed smart stents spanning the entire sfa. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was observed. The occlusion was primarily on the basis of a new stenosis in the left cfa that developed proximal the stents. It may be noted that a discrepancy was noted in the stent size reported initially and that reported by the independent reviewer. A email requiring clarification is currently pending, and the investigation will be updated once this has been received. Clarification regarding the nature of the occlusion was requested and the following information was provided from the independent reviewer: ¿the stent was filled with thrombus primarily. The reason it was thrombosed was a severe stenosis of the common femoral artery just proximal to the stent. All occlusions have some degree of thrombus inside even if it's just a string. The stenosis proximal slowed blood flow enough that it eventually thrombosed. Chronic occlusions are solid only because the thrombus has matured. Thrombus turns into fibrotic tissue beginning at four weeks.¿ based on the above imaging review, the customer complaint of occlusion primarily due to thrombosis was confirmed. It is known that the patient had the risk factors of hypertension, diabetes and is a current smoker. These may have contributed to the thrombosis event. In addition according to the independent reviewer stent patency was challenged by the inflow and outflow limitations, the overall severity of atherosclerotic disease, the preexisting stents, the length of the stented segment, pre-existing neointimal hyperplasia, and reported continued tobacco abuse. Based on the above it can be therefore stated that it is very unlikely that the reported occlusion could have occurred due to zilver ptx malfunction, however the definite root cause cannot be determined. As per the packaging insert, arterial thrombosis is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided, pta and thrombolysis were performed and the patient recovered. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt and review of images relating to this event. Initial report details: on (B)(6) 2012: ziv6-35-125-7.0-120-ptx/ c777751 x 1 + ziv6-35-125-6.0-120-ptx/ c779527 x 1 were placed in the left sfa. On (B)(6) 2016: 100% restenosis was confirmed in the lesion. ("Worsen claudication, worsen rutherford and rest pain" were observed.) Then, pta and thrombolysis were performed and the patient recovered. Reference also related report # 3001845648-2016-00366.

Manufacturer narrative:
User facility contact details provided: (B)(6). PMA/510(k)#: p100022/s001. Reference also related report # 3001845648-2016-00366. This investigation relates to 1 x ziv6-35-125-7.0-120-ptx stent of lot number c777751. The ziv6-35-125-7.0-120-ptx stent of lot number c777751 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Available information stated that the patient had pre-existing conditions including: coronary artery disease, carotid disease, hypertension, diabetes and current smoker. Worsen claudication, worsen rutherford and rest pain were also observed. It can be noted that worsen claudication, worsen rutherford and rest pain symptoms indicate progression of peripheral artery disease and can be associated with the restenosis process. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: implantation angiography and secondary intervention angiography performed four years later are provided along with the complaint report. The target lesion was 27cm long left sfa occlusion. The occlusion occurred in an sfa previously stented with four overlapping smart stents. Total stented length was 28cm. Only the proximal most one centimeter of the stented segment was patent. The left profunda femoral vein originated from the proximal sfa through two trunks. The larger more inferior trunk was jailed by the most superior smart stent but remained patent and kept the first centimeter of the stented segment patent. Inflow was limited by diffuse moderate stenosis proximal to and within a left external iliac artery (eia) stent. The distal reference vessel diameter of the left popliteal artery (pa) was 3.5mm. Runoff was limited to the posterior tibial artery (pta) which was patent to the distal calf. It was not imaged beyond the distal calf. Based on the measured diameter, the proximal zilver ptx stent was the 7x120mm stent. This was implanted to primarily treat proximal smart stent neointimal hyperplasia revealed after thrombectomy. The zilver stent did extend slightly more superior than the smart stents. In doing so it jailed the proximal profunda femoral artery trunk. Atherosclerotic plaque in the proximal sfa constrained the proximal stent end to 4.4mm. The 6x120mm zilver ptx stent was implanted from the distal end ofthe smart stents into the above knee pa. 3.5cm of the stent overlapped inside the smart stent while the remaining stent eliminated a distal sfa proximal pa stenosis. The mid sfa smart stents remained 40% narrowed by neointimal hyperplasia. Angiography on the right demonstrated diffuse severe atherosclerotic disease treated by stents narrowed by neointimal hyperplasia. At four years the entire stented segment was occluded however the occlusion began in the mid left common femoral artery, 16mm superior the zilver ptx. Inflow was limited. The procedure was performed through an antegrade left cfa sheath. Injection of this sheath easily flowed retrograde up the left eia stent. The visualized portion of this non-study eia stent was moderate to severely narrow from neointimal hyperplasia. The ease at which retrograde flow occurred indicated an even more severe stenosis further upstream. The distal sfa ptx stent was lined by persistent filling defects most consistent with a combination of acute thrombus that could not be eliminated and neointimal hyperplasia. The stent was mildly twisted in two spots. One twist had been present since implantation but had slightly worsened. These did not compromise lumen integrity. After thrombectomy, no significant neointimal hyperplasia was uncovered in the proximal sfa stent. A significant amount of effort was spent attempting to suction a cfa filling defect that initially was proximal the stents and then eventually displaced into the stent. This filling defect was never eliminated on the provided imaging. Outflow disease had significantly progressed with the pa inferior the stents diffusedly narrowed to between 1.5-2mm and progressive diffuse severe stenosis of the posterior tibial artery. Impression: the entire stented segment likely thrombosed primarily from a new left cfa stenosis just proximal the stents. A filling defect liberated from this lesion could not be eliminated indicating that it either was atheromatous plaque or mature thrombus. If the occlusion was primarily secondary to stent thrombosis, the profunda trunk jailed by the proximal ptx would have maintained proximal ptx stent patency. The zilver ptx stents demonstrated no greater than mild neointimal hyperplasia. The distal stent demonstrated two focal areas of mild twist that did not compromise lumen integrity. Given its position in the pa on the distal end of a completely stented sfa, some twisting was not unusual. Stent patency was challenged by the inflow and outflow limitations, the overall severity of atherosclerotic disease, the preexisting stents, the length of the stented segment, pre-existing neointimal hyperplasia, and reported continued tobacco abuse. Given the magnitude of the challenges, it is more surprising the stents did not thrombose much sooner. Significant findings relative to the patient's anatomy were observed. Both inflow and outflow were severely limited. Significant findings relative to the disease state were observed. Overall atherosclerotic burden was severe. Continued tobacco abuse was reported. Significant findings relative to the use of the device were observed. The ptx stents were implanted in four preexisting and subsequently thrombosed smart stents spanning the entire sf a. Significant findings relative to the design or performance of the device were not observed. Cause of adverse events was observed. The occlusion was primarily on the basis of a new stenosis in the left cfa that developed proximal the stents. It may be noted that a discrepancy was noted in the stent size reported initially and then reported by the independent reviewer. A email requiring clarification was received, and the investigation was updated with the new imaging review revision, referenced above. Clarification regarding the nature of the occlusion was requested and the following information was provided from the independent reviewer: ¿the stent was filled with thrombus primarily. The reason it was thrombosed was a severe stenosis of the common femoral artery just proximal to the stent. All occlusions have some degree of thrombus inside even if it's just a string. The stenosis proximal slowed blood flow enough that it eventually thrombosed. Chronic occlusions are solid only because the thrombus has matured. Thrombus turns into fibrotic tissue beginning at four weeks.¿ based on the above imaging review, the customer complaint of occlusion primarily due to thrombosis was confirmed. The below list indicates potential risk factors that can generally contribute to the thrombosis event: patient factors history of coagulopathy/prior thrombosis (e.g., dvt), diabetes, especially if poorly controlled, cancer/chemotherapy, advanced age, obesity, hyperlipidemia, hypertension, smoking. Lesion factors: long lesion, small vessel diameter, severe calcification, lesion totally occluded prior to stent placement, placement for in stent restenosis. Procedure factors: residual inflow, outflow, or in-segment stenosis or dissection, poor run off (i.e., beyond trifurcation). Medication factors: inadequate procedural heparinization, inadequate loading dose of antiplatelet (ticlopidine or clopidogrel), inadequate dapt prescribed, non-responder to the apt, or non-compliant with prescribe regimen. It is known that the patient had the risk factors of hypertension, diabetes and is a current smoker. These may have contributed to the thrombosis event. In addition according to the independent reviewer stent patency was challenged by the inflow and outflow limitations, the overall severity of atherosclerotic disease, the preexisting stents, the length of the stented segment, pre-existing neointimal hyperplasia, and reported continued tobacco abuse. Based on the above it can be therefore stated that it is very unlikely that the reported occlusion could have occurred due to zilver ptx malfunction, however the definite root cause cannot be determined. As per the packaging insert, arterial thrombosis is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has occurred previously with the lot number. However, based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number. According to the information provided, pta and thrombolysis were performed and the patient recovered. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt and review of updated images relating to this event. Initial report details: on (B)(6) 2012: ziv6-35-125-7.0-120-ptx/ c777751 x 1 + ziv6-35-125-6.0-120-ptx/ c779527 x 1 were placed in the left sfa. On (B)(6) 2016: 100% restenosis was confirmed in the lesion. ("Worsen claudication, worsen rutherford and rest pain" were observed.) Then, pta and thrombolysis were performed and the patient recovered. Reference also related report # 3001845648-2016-00366.